Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the device had a defective power supply. There was no patient involvement.

Manufacturer narrative:
The philips remote service engineer (rse) provided remote support. It was determined that this was a malfunction of the ac power module for which information was provided for replacement. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the ac power module. The reported problem was confirmed. The rse provided information to the customer to replace the ac power module to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.